Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and undefined superior vena cava (svc) defibrillation coil impedance. The pacing impedance was high and had been slowly increasing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.